Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles, shallowing of the ac. H6 - investigation type: 4110 - lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop, significant reduction of ica, shallowing of the ac, refractive change over time and blurred vision. Due to the reported issues, a secondary yag pi was performed on an unknown date. The lens was explanted and replaced with a shorter length lens on the same day, different surgery. The problem was resolved. Cause of the event was reported as other.